Manufacturer narrative:
Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation, however, it could possibly be related to issues including the self-test user performance or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that as a nurse at a local nursing home, she had been using the binaxnow¿ covid-19 antigen self test for months. The customer reported that the facility has found the test to be more accurate in symptomatic covid, and not as accurate before symptom onset. The customer reported that however, the test has shown to be very accurate, in their experience with them. They are also very easy to use. No additional patient information, including treatment and outcome, was provided.